Event description:
It was reported that (1) 355ld was used during a lap nissen fundoplication procedure. It was reported by the rep that the silicone seal in trocar tore during procedure. There was no consequence to pt.